Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported that the pump module had "unknown error" involving an infusion of pitocin 30mu in 500ml normal saline at 250ml/hr. Rate. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module had "unknown error". There was patient involvement and no harm.